Event description:
Initial reporter indicated that when her sons vns was checked in the office, the vns should have been set at 3.5ma, but when they checked it, it had been set to 1.0ma. The pt's vns setting was adjusted to 1.75ma and will be titrated up from there for pt tolerability. It is suspected that the pt had an interrupted system's test at their previous office visit in (B) (6) 2009 and their settings were changed. Programming history has not been provided for review. Teaching has been provided to the programming physician as to the potential causes of the reported event.

Event description:
Programming history was reviewed and verified that the patient was set to settings indicative of a faulted system diagnostic test as previously reported. No additional relevant information has been received to date.